Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the patient's spouse reported that six bd catheters presented a recurring defect during insertion, where a burr or sharp edge on the catheter caused pain described as cutting or scraping inside the urethra. The issue was not detected by touch with the hand but became evident only during insertion, leading to a couple of units unusable and she requested a replacement for the defective units. (Six units approximately)